Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure, device check revealed that the right ventricular lead exhibited decrease in r-wave amplitudes; it was determined the lead had become micro-dislodged. The right ventricular lead was repositioned successfully on (B)(6) 2019. Patient was stable post procedure.